Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a right knee revision approximately seven years post implantation due to patient allegations of osteolysis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in medical records received, that patient underwent a right knee revision procedure approximately 7 years post-implantation due to pain, femoral loosening, instability, swelling and osteolysis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 17 of 20 mdrs filed for the same event (reference 0001825034-2016-02612 / 02616 and 02932 / 02934 and 02937 / 02944 and 03405 / 03408). Product location unknown.

Event description:
Patient underwent a left knee revision approximately seven years post implantation due to patient allegations of osteolysis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in medical records received, that patient underwent a left knee revision procedure approximately 7 years post-implantation due to pain, femoral loosening, instability, swelling and osteolysis.